Manufacturer narrative:
(B)(4) (lens loaded and inserted backwards) - (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens was loaded and inserted backwards. Lens was removed with no enlarged incision or suture required. No pt injury. Another same model and size lens was implanted. Reporter stated this incident was due to tech loading error.